Manufacturer narrative:
A fractured abutment had led to the implant being no longer restorable and will be removed. Dentsply sirona implants is not the manufacturer of the fractured abutment that caused the event.

Event description:
It was reported that a patient experienced a dental implant loss.